Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin on (B)(6) 2016, and the insulin gauge remained static at 115 units 2 days later. The customer reported blood glucose (bg) level was not impacted. Recommendation was made to fill the cartridge with room temperature insulin per labeling instructions. It was confirmed that the customer will continue to monitor pump performance.